Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The isi fse replaced the iesu to resolve the issue with monopolar energy output. The system was tested and verified as ready for use. Isi received a da vinci product involved with this complaint to perform a failure analysis. The iesu was analyzed and found to have error c-34. The complaint was confirmed based on the field evaluation/failure analysis, which indicates that the device may have contributed to the customer-reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, a reoccurring error c-34 happened on the integrated electrosurgical unit erbe generator. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) completed follow-up and obtained the following: the issue was identified post port-placement. The system was checked prior to use and powered on without errors. The site completed the procedure robotically using a force triad generator.